Manufacturer narrative:
Returned device was received in good physical condition except for a cracked right plunger case. Evidence of reported problem in event log was found. During the evaluation of the device, the motor rate error was replicated by analysts during testing. The fault was found to be that the combination of leadscrew and clutch halves did not operate as intended. It is unknown what ultimately caused the issue aside from the failure of these components. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical medfusion syringe pump had a motor rate issue. There were no reported adverse events.